Manufacturer narrative:
The device was returned to olympus for evaluation. During the inspection it was found that during leak testing, there was a big leak, and leaking through the instrument channel, it was found that the image had (5) full broken elements, and the suction flow was unable to be checked. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrovideoscope did not have enough pressure to process in the medivator, nor enough pressure for the leak test. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer, this issue of not enough pressure is not likely to cause or contribute to death or serious injury if the malfunction were to recur.